Event description:
As reported by the user facility: customer reported did not infuse; "pump was left on my desk, with a note saying that it runs and counts down but didn't infuse". Customer verbalized that she does not know what unit the pump was from or any additional info.